Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a re-stenosed lesion in the arteriovenous (av) fistula of the right arm with 70% stenosis, moderate calcification and mild tortuosity. The 7.0x40mm armada 35 balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and there was no resistance during advancement. The balloon was inflated twice at 10 atmospheres (atms) but ruptured during the second inflation. Another same size armada 35 balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.